Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause of the reported incomplete coaptation and image resolution poor cannot be determined. The reported medical intervention was the result of case-specific circumstances, as additional mitraclip was implanted to treat slda. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a single leaflet device attachment (slda) and intervention. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr). During a mitraclip procedure, an ntw was confirmed to be perpendicular to the line of coaptation and leaflet insertion assessment (lia) was though to be sufficient. There was minimal difficulty visualizing the posterior leaflet, but lia was successful. After deployment, a single leaflet device attachment (slda) occurred. The posterior leaflet was detached. An additional clip was implanted to stabilize the slda. The mr was reduced to grade <1. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.